Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced bleeding and coded. The patient was not on any antiplatelet/anticoagulant therapies and had normal coagulation levels. The lesion was 2cm in size and located in the right lower lobe. Biopsy tools included: 5 needle passes, 3 cryoprobe (1.1) and 3 forceps. Blood loss was around 30 ccs and a blocker was used to stop the bleeding and the patient was stabilized. Per the physician, the bleed was due to a vascular lesion. The physician reported that while withdrawing the bronchoscope a respiratory event occurred that led to a cardiac event - the patient was pulseless; therefore, code protocol was enacted for 2 minutes. The physician did not think the patient experienced a true arrest, but the patient was pulseless for approximately 30 seconds. The patient was resuscitated in the operating room (or) and was transferred to the intensive care unit (ICU), hospitalized for less than a week, and then discharged home. The diagnosis was squamous cell cancer. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer and the following additional information was provided: "an 83-year-old patient underwent an ion lung biopsy of a right lower lobe lesion. Biopsies were obtained with a needle, forceps, and cryoprobe. Bleeding was noted. A balloon blocker was used and hemostasis was achieved. Ebl was about 30cc. While the bronchoscope was being removed pulses were unable to be detected for about 30 seconds and the patient was coded for 2 minutes. The patient was stabilized and transferred to the ICU and was ultimately discharged home in less than a week. There was no allegation of malfunction of the ion system, instruments, or accessories. Based on the available data the events were procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile for significant bleeding. A retrospectivevstudy of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50vml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of more severe clinically significant bleeding ranging from 0.38-1.47%. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.